Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The passed the self test, off no power, displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the alarm history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during our testing. Unable to complete functional testing due to the motor error alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube treads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 322 mg/dl. The customer was offered to troubleshoot for high blood glucose but declined. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 322 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.